Event description:
It was reported to medtronic neurosurgery that a component of the seps kit was found to not work correctly during the surgical procedure. According to the report, staff at the billings clinic attempted to utilize a backup drain which was on hand in the operating room. However, the report stated that the drain also failed to work correctly and that staff then had to locate a third kit to complete the procedure. Allegedly, this resulted in a delay of 7 minutes. No pt adverse pt impact was reported.

Manufacturer narrative:
The product was discarded at the hospital and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.